Event description:
It was reported that gda embolization. A femoral access via 6f sheath, 5f base catheter used and a 2.4fx110cm progreat and 016 gwgt to access celiac to gda. Some kickback was observed with catheter maintaining support into the celiac trunk throughout the case. Deployed two 018cx coils first to create a back stop and had no issues. Deployed a 10cm hydropack with no issue. Went to deploy the second 10cm hydropack and the black stopper got stuck in the hoop and caused the coil introducer sheath to stay in the hoop. When the tech was finally able to get the coil out of the hoop, the tech felt some resistance. The physician and I both examined the coil on the back table and decided not to use in the patient because we were concerned about potential stretching to the connection polymer and the coil body itself. A second 10cm hydropack was pulled. No issues removing from the hoop. As the physician was advancing this hydropack through the progreat it self-detached. The physician was able to contain it within the progreat, remove the microcatheter entirely from the body and safely remove the coil from the microcatheter. Unfortunately, the coil was hanging out of the progreat slightly and encountered resistance as it was coming out of the hub of the base catheter. When the physician pushed the coil out of the progreat on the back table, it had broken into two parts. A fresh progreat was used to reaccess the gda. Because we were out of 10cm hydropacks, a 5cm hydropack was successfully placed instead. Another two 018cx coils were used to cap off the vessel and stasis was achieved. The physician was happy with the result and was able to close with angioseal. The patient was stable and in the recovery unit. No injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.